Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. Customer reported wireless footswitch was out of order. The customer ordered a charger for wireless footswitch. Philips system was not inspected onsite because this is material only request. No further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. User has supposed to establish user check before using the system. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.